Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient was hospitalized due to a hyperglycemia while wearing the accu-chek flexlink infusion set. At 10:37 am the patient received a blood glucose result of 17 mmol/l, and tried to manage it with an insulin bolus of 2 units directly administered via his pump. At 11:45 am his blood glucose decreased to 14.3 mmol/l; however, he started to vomit and to feel sick. He was taken to the emergency room. At the hospital the patient received a blood glucose value of 13 mmol/l and positive ketone bodies of 3.4. The hospital treated the patient with IV insulin and potassium chloride infusion. When the hospital staff removed the cannula of the accu-chek flexlink infusion set, they observed that it was kinked. The patient was hospitalized for 24 hours. The lot number was not provided. The infusion set was discarded; therefore, no product could be requested to be returned for product evaluation.